Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Inflation above rated burst pressure the device has been discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, exceeding the rated burst pressure (rbp) or insufficient preparation prior to use. There was no report of leaks noted during preparation for use, suggesting that the damage likely occurred during use. It is likely that the radial balloon rupture occurred as a result of inflating the balloon beyond the rated burst pressure of 16 atmospheres (atm). As a result of the rupture, the distal portion of the device remained in the vessel and a non-abbott snare device was used to retrieve and remove the separated portion from the anatomy. Cine images of the incident were reviewed by an abbott clinical specialist. The images confirmed that a fragment of the balloon material remained in the vessel after dilatation. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported balloon rupture and subsequent separation of the balloon material appears to be related to be user related. There is no indication to suggest a product quality deficiency. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure in a stenosed venous dialysis fistula, the foxcross dilatation catheter was inflated to 20 atmosphere (atm) and the balloon ruptured. It was noted after device removal from the anatomy that the distal portion of the device remained in the vessel. A non-abbott snare device was used to retrieve and remove the separated portion of the device from the anatomy. Outside the anatomy, visual observation noted the balloon had a transverse rupture rather than a longitudinal rupture. There was no reported adverse patient effect. Though requested, there was no additional information provided.